Event description:
It is reported that; the surgeon in (B)(6) tried to implant a 32mm zero profile cervicle plate on a 2lvl acdf but could not get the 4.0x12mm fixed angle screw to lock beneath the locking ring. He also tried to get a 4.5 variable screw to lock in the same screw hole of the same plate but was unsuccessful. He then bailed on the 32mm plate and put two 12mm zero profile plates in instead. All 4 screws locked just fine in each of the 12mm plates and he closed the incision.

Manufacturer narrative:
Complaint history review; risk assessment; manufacturing records for this product could not be reviewed because no product (disposed of) or lot number was provided a root cause of this event cannot be determined.

Event description:
It is reported that; the surgeon tried to implant a 32mm zero profile cervicle plate on a 2lvl acdf but could not get the 4.0x12mm fixed angle screw to lock beneath the locking ring. He also tried to get a 4.5 variable screw to lock in the same screw hole of the same plate but was unsuccessful. He then bailed on the 32mm plate and put two 12mm zero profile plates in instead. All 4 screws locked just fine in each of the 12mm plates and he closed the incision.